Event description:
It was reported that noise diagnosed as vf/vt episodes were observed. A 3.9 second pause was also recorded due to the oversensed noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.